Event description:
The customer reported that on (B)(6) 2024, the patient informed that he had to force himself in connection with constipation, and his catheter came out. The patient arrived with the catheter in hand, the balloon has been checked by the nurse and according to her note, it was intact. Per customer, a new16 fr red tieman latex catheter has been re-installed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Section e1 - customer email: (B)(6) . Please note: per the customer, neither the product ID or lot number are available. As a result, the UDI could not be determined.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will continue to track and trend through our monitoring programs and take actions as applicable.